Manufacturer narrative:
Date of report: 27nov2018. Date of manufacturer: 16nov2018. Failure analysis on the returned touch screen shows that the customer complaint of ¿touchscreen issue.¿ was confirmed. The touch screen was out of tolerance.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 19sep2018. Philip's field service engineer (fse) confirmed the reported touchscreen issue. The fse could not calibrate the ventilator. The fse replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported a touchscreen issue. There was no patient involvement. The event date was not specified; estimate used.